Event description:
After the duotube was placed, the rn attempted to remove the guidewire. After four inches was removed, the guidewire would not move, it would not advance or retract. The rn removed the duotube with the guidewire intact. The guidewire was coiled in the duotube several times at the bottom.